Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted (B)(6) 2016; 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured during an atrial fibrillation (af) ablation. It was also noted there was phrenic nerve stimulation on the left ventricular (lv) lead, and the lead was programmed off. The ra lead was explanted and replaced. The lv lead was explanted and not replaced as the patient was downgraded to a dual chamber implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.